Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: the power indicator did not illuminate based on the results of the investigation, it is likely that the malfunction was caused by a component failure of the control panel, leading to the power indicator not illuminating. A root cause could not be identified a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the power indicator did not illuminate. There was no patient involvement.